Event description:
Per the surgeon, the patient was hospitalized on (B)(6) 2013, due to a skin infection around the abutment site. The patient was treated with tamovate (dosages not reported) alternating with silvadene and kefzol (dosages not reported). The patient was discharged from the hospital on (B)(4) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.